Event description:
Pt vomiting with difficulty breathing and on way to e.r. - pt admitted to ccu secondary to 5-6 kg overload on o2. - weighed 56 kg. Pt had transfer set changed 8 days earlier at clinic visit when pt was dehydrated (50.1 kg). Over next few days pt started retaining fluid due to decreased emptying of abdomen and then family member put 4.25% on cycler for night time. Unfortunately pt's catheter became totally occluded as transfer set broke and pt did not tell family. In ICU for ntg drip for angina.